Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where upon aspiration and extrusion force on the hyaluronic acid (ha) gel via the plunger rod, the luer lock popped off and the ha dispersed over the patient's cheek. The needle also popped off. There were no problems with the plunger rod. There were no reported injuries.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where upon aspiration and extrusion force on the hyaluronic acid (ha) gel via the plunger rod, the luer lock popped off and the ha dispersed over the patient's cheek. The needle also popped off. There were no problems with the plunger rod. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where upon aspiration and extrusion force on the hyaluronic acid (ha) gel via the plunger rod, the luer lock popped off and the ha dispersed over the patient's cheek. The needle also popped off. There were no problems with the plunger rod. There were no reported injuries.